Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2012, to correct a skin overgrowth around the implant site. The 6mm abutment was also exchanged for a 9mm abutment.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2013 to excise excess skin at the abutment site. (B)(4). Implanted device remains